Event description:
It was reported that a patient presented with high impedance noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that a new instance of high impedance was noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.